Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. Conclusion: a temporal relationship between the episode of escherichia coli (e. Coli) peritonitis, subsequent urgent hospital admission with rapid ensuing septic shock and the pd therapy with fresenius products exists. There is a probable causal relationship between this patient¿s multifactorial highly complex medical and cardiac history including grade 2 systolic congestive heart failure (chf), microcytic hypochromic chronic anemia, leukocytosis, c-difficile colitis, diabetes mellitus-insulin dependent, hypertension that due to ensuing shock developed into severe hypotension requiring pressors in the ICU, history of 4 past serious peritonitis events which may have been highly contributory to this patient¿s one month extended critical care hospitalization. Additionally patient¿s end of life decision were documented in received medical records for this hospitalization ((B)(6) 2017 to (B)(6) 2017). Per the patient¿s pdrn the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the peritonitis episode. There were no reported fluid leak during treatment or prior to infection. There is no allegation against fresenius products in relation to the myriad of adverse events.

Event description:
Source documents and medical records were reviewed. A peritoneal dialysis (pd) patient¿s clinic registered nurse (rn) reported this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) therapy was transitioning to evening pd therapy (B)(6) 2017 but skipped dialysis treatment and found to be hypoglycemic en route via emergency medical services (ems) (with reported glucose levels significantly low and given oral glucose immediately) urgently hospitalized for peritonitis on (B)(6) 2017 and subsequently proceeded into septic shock. Review of the received medical records revealed was admitted to the hospital experiencing generalized fatigue, shortness of breath (dyspnea) worsening over the past 48 hours and worsening abdominal pain. Prior to admission, the patient was seen in pd clinic/office experiencing abdominal pain, cloudy effluent, low grade fever, diarrhea and given one dose of vancomycin for possible peritonitis episode and was sent home to restart ccpd therapy on the cycler after 8 hours. The patient had an escalation of worsening symptoms and was treated with intravenous fluid (ivf) for a total 2.5 liters administered with continued reporting episodes of hypoglycemia and nausea/vomiting. The patient was admitted to the hospital on (B)(6) 2017 and transferred to the intensive care unit (ICU) for hypotension management, broad spectrum antibiotic therapy. Peritoneal fluid culture was performed, results growing gram-negative rods suggestive of peritonitis. On (B)(6) 2017, the medical impression of this patient was severe sepsis secondary to peritonitis with a history of prior infection with multi drug resistant gram¿negative rods, currently normotensive with recommended treatment plan. The patient developed increased dyspnea post initiation of pd load/therapy. The patient¿s status improved post pd fluid removal and tolerated sleep without any apparent respiratory compromise and continued to be uncomfortable but continued grunting on physical exam. Repeat physical exam revealed respiratory abnormal with diffuse crackles bilaterally in lower lobes with inspiratory wheezing, and arrhythmia with noted irregular rhythm, g.I.: firm to palpation with diffuse tenderness in all 4 quadrants, hypoactive bowel sounds, moderately distended. Tomography (CT) scan results were significant for pneumoperitoneum, the patient was, started on deep vein thrombosis prophylaxis, continuing to be fluid resuscitated during the ICU stay. The general surgery consult initiated for patient with diffuse abdominal pain with pneumoperitoneum on CT scan of abdomen to rule out perforated viscus, with the patient reporting minimal abdominal pain when questioned by surgeon. On review of the medical records there was no documentation regarding transfer out of ICU to floor unit and the patient continued medical, ID, cardiology and nephrology management. The patient continued on pd therapy with constant monitoring without report issues during the hospitalization, and the patient was discharged on (B)(6) 2017 after one month hospital stay primarily in the ICU to continue ccpd therapy with fresenius products and liberty cycler.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. A supplemental medwatch report will be submitted upon completion of the clinical investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was hospitalized on (B)(6) 2017 due to an episode of escherichia coli (e. Coli) peritonitis and septic shock. Per pdrn the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the peritonitis episode. There were no reported fluid leak during treatment or prior to infection. The pdrn stated the patient was discharged from the hospital on (B)(6) 2017. Medical records were received and revealed the patient presented to the emergency room with chief complaints of generalized fatigue, abdominal pain and shortness of breath that had been worsening for the last 48 hours. Had been hospitalized with severe sepsis secondary to peritonitis. The patient reportedly had a history of a prior infection with multi-drug-resistant gram-negative rods, and became normotensive. The serial number of the patient's dialysis cycler was unknown. Medical records were received and were being reviewed by a post market surveillance clinician.